Event description:
The home patient (hp) reported a cracked minicap with betadine leakage noted. The hp noted the crack at the narrow end of the cap. Hp noted nothing unusual prior to use. Per the hp, there was no patient injury or medical intervention associated with this incident.